Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother stated that the insulin pump has not helped bring the customer's blood glucose readings down by too much. Customer stated that they had too many issues with not being able to calibrate and accuracy issues. Customer's mother stated that the customer's blood glucose readings fluctuate between 200 mg/dl to 400 mg/dl. No further information reported.